Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a rotational atherectomy procedure, a saline leak occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. No issues were noted during preparation. A 1.50 mm rotablator rotalink plus unit was selected and advanced to treat the target lesion. After the first ablation, it was noted that saline was leaking from the advancer connection outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a pinhole and leak at the catheter sheath.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. An initial examination of the complaint unit was carried out. No visual issues were noted. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. An attempt was made to wet test the rotablator plus unit. It was noted that the catheter sheath was leaking approximately 18 cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that a saline leak was found at a tube outside of the patient. A pin hole was also found where the catheter sheath was leaking. This is consistent with over tightening of the hemostasis valve. The root cause is then user related as the dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).